Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a button anomaly. The center button was stuck. They are unable to navigate the menus. The customer's blood glucose level was 190 mg/dl. The scroll bar was not moving with no input. They also received a battery too low and change battery alert. The minutes on the display were moving. After troubleshooting the customer was advised that the device would be replaced and to return the product for analysis.